Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone: (B)(6).

Event description:
It was reported the device was unable to discharge during patient use. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
It was reported the device was unable to discharge during patient use. There was reportedly patient involvement, but the patient was not harmed. Another device was used to treat the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The customer evaluated the device on site. It was determined that this was a malfunction of the device. The customer refuses to pay for servicing. Based on the information available and the testing conducted, the cause of the reported problem cannot be determined. The reported problem was confirmed only by the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer refuses to pay for servicing. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the customer evaluated the device.